Manufacturer narrative:
Follow-up report - additional information - 03/13/2017: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, one of the battery tri-cells was depleted. The root cause of the depleted cell was unable to be positively identified. Device manufacture date: sn (B)(4) - 07/21/2015, sn (B)(4) - 06/01/2013. Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
Follow-up report - additional information - 03/13/2017: the us distributor also returned the patient's battery pack, sn (B)(4) and reported that it was unable to hold a charge. A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack .upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.